Event description:
It was reported that a home patient (hp) connected to the patient line when it was not fully primed. The hp was in the initial drain of peritoneal dialysis (pd) therapy on a homechoice device. The technical service representative assisted the hp in ending therapy and advised the hp to make sure the patient line was properly primed before connecting. The hp was advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. However, connecting to an improperly primed patient line is a known use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed. Lastly, the guide provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.